Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their entire system explanted on an unknown date due to an infection. Investigation was unable to determine further information on the infection and explant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.